Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the tubing was impacted with particles (black spots); however, it was not possible to confirm if the black spots were free moving or embedded with the tubing. Communication from the customer was received which indicated that the product was determined suitable for use at the safe mérda centre. Therefore, since the customer verified that the black spots identified were in fact small embedded particulate matter within the tubing, the reported condition that the black spots were within the fluid path was not verified. The particulate matter was determined to be outside the fluid path. Particulate matter outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-eight (28) clearlink paclitaxel sets had black particles on "parts". This was detected during inspection, before patient use. There was no patient involvement. No additional information is available.